Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: you have indicated that there were patient consequences. Is the current patient status known? It was thought there may be an issue in the stapler and the device wasn't used. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Another long60a stapler was used. The case was completed without any issue.

Event description:
"On the anatomic body where the last cartridge was used on stomach fundus, stapler completes the cutting feature but the stapling was not performed. The surgeon does the closure by using surgical thread. The surgeon thinks there may be something wrong with the device. "